Event description:
Pt placed in the soft wrist restraints which the pt ripped through causing some bruising to the arms. Pt was strong and combative at the time the wrist restraints were placed. 5 sets of restraints applied resulting in tearing in all. Posy vest style from the same co also used, with this pt who was combative, which ripped along the sides of the vest style restraint. This could have resulted in a pt fall. This facility has had similar types of problems with these wrist restraints and vest poseys mainly with pts who are strong, large, combative and/or agitated. The emergency, orthopedic, and less often, the psychiatric units have had problems with these devices tearing. The site reporter did not indicate the labeling instructions contained precautions/contraindications for using these restraints on those types of pts.